Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. No prime alarm noted. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed an error and insulin continued to prime. The customer's blood glucose was 169 mg/dl. The customer stated that the device had been dropped in the past but not recently. The drive support cap was recessed. The discontinuation of the device was advised. Nothing further was reported.